Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the surgeon realized the instrument was broken.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The receiving inspection reports for the alleged device were reviewed and identified no deviations or anomalies. This device is used for treatment. A product history search for related complaints was performed with no additional complaints identified for this part/lot combination. A definitive root cause cannot be determined with the information provided.